Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) was alarming while plugged-in and while unplugged. The patient pulled the battery(s) to stop the alarm. Exact alarm was unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) alarming was not able to be confirmed. No log files were submitted for review and the mpu was not returned for analysis. Provided information indicated that the mpu alarmed while plugged-in and while unplugged. Multiple attempts were made to obtain additional information from the customer regarding the availability of log files, patient consequence from the event, if a v-lock connector was in use, whether the ac power cord disconnect at either the back of the unit or wall outlet, if the device were to return, and if there were any environmental circumstances that would affect ac power; however, no response was received. The root cause for the mpu alarm(s) was unable to be determined through this investigation. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 patient handbook cautions the users to "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself." Under heartmate 3 patient handbook section 5: "alarms and troubleshooting" describes all alarms (visual and audible) and what action should be performed when they do occur. Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) alarming was confirmed via product testing. No log files were submitted for review. Provided information indicated that the mpu alarmed while plugged-in and while unplugged. During the evaluation of the returned mpu, serial (B)(6), the unit was connected to ac power and triggered an alarm. The issue was traced to the patient cable. A new patient cable was connected to the mpu which resolved the alarm. The mpu passed all applicable testing and was returned to the customer ready for use. The forwarded patient cable was connected to a test mpu, system controller, and mock circulatory loop. No alarms were present upon booting and manipulation of the patient cable did not trigger any alarms. The patient cable underwent insulation testing, and no notable observations were made. Stripping the patient cable down to its internal wiring did not reveal any damage to the internal echo wiring. Multiple attempts were made to obtain additional information from the customer regarding the availability of log files, patient consequence from the event, if a v-lock connector was in use, whether the ac power cord disconnect at either the back of the unit or wall outlet, if the device were to return, and if there were any environmental circumstances that would affect ac power; however, no response was received. The root cause for the mpu alarm(s) was isolated to the patient cable; however, a root cause was unable to be determined through this investigation as the reported alarms were not consistently reproduced on the returned patient cable. Incidental findings: it was reported that there was damage to the yellow internal wiring of the patient cable. This reasonably suggests that a device malfunction may have occurred, and it has the potential to impact pump function/support, which has the potential to result in serious injury and/or death. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU (rev. B) heartmate 3 patient handbook (rev. B) are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve alarms. Section 2 of the IFU, entitled ¿system operations¿, and section 2 of the patient handbook, entitled ¿how your heart pump works¿, states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ section 8 of the IFU, entitled ¿equipment storage and care¿, and section 6 of the patient handbook, entitled ¿caring for the equipment¿, address how to properly care for, maintain, and store the equipment for proper use, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.